Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported lines on the display. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. When powered on the display image shows lines on screen and corrupted graphics. The lcd was replaced and the unit functioned as designed.